Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as underneath the vibration box. The patient's wife reported the skin was bleeding and reported the area was rubbed red with red marks present. There was no alleged device malfunction contributing to the irritation. Field services remeasured the patient in the same sized garment but was able to assist with adjusting the garment. The patient's doctor suggested the patient wear a thin coating band aid and the irritation improved. Supplemental report (B)(6) 2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as underneath the vibration box. The patient's wife reported the skin was bleeding and reported the area was rubbed red with red marks present. There was no alleged device malfunction contributing to the irritation. Field services remeasured the patient in the same sized garment but was able to assist with adjusting the garment. The patient's doctor suggested the patient wear a thin coating band aid and the irritation improved.